Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2109603 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant protection of a 5f mynx control vascular closure device (vcd) was cracked and sealant was prematurely exposed during insertion into the sheath. Another mynx device was used to achieve hemostasis. No injury was reported to the patient. The device storage temperature did not exceed 25 °c. There were no damages noted to the sealant sleeves prior to use. The device was used in an interventional peripheral procedure using a retrograde approach. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. The device is being returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the sealant protection of a 5f mynx control vascular closure device (vcd) was cracked and sealant was prematurely exposed during insertion into the sheath. Another mynx device was used to achieve hemostasis. No injury was reported to the patient. The device storage temperature did not exceed 25 °c. There were no damages noted to the sealant sleeves prior to use. The device was used in an interventional peripheral procedure using a retrograde approach. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, both button 1 and button 2 were not depressed. The syringe was connected to the device with the stopcock closed. The sealant sleeve assembly was observed kinked/bent and the sealant remained in manufacturing position exposed to blood. The procedure sheath was not returned with the device; therefore, compatibility of the sheath used with the returned device cannot be verified. Per dimensional analysis, the slit length was verified and noted to be within specification. The catheter working length from distal end of sheath catch to proximal end of balloon of the returned device was verified and noted to be within specification. Per functional analysis, a simulated deployment test was performed, and both buttons 1 and 2 were able to be fully depressed without issue. The returned device performed as intended per the mynx control IFU. Per microscopic analysis, visual inspection at high magnification showed that the sealant sleeve assembly was kinked/bent and sealant remained in manufacturing position exposed to blood. No cracks were found in the sealant sleeve assembly. A product history record (phr) review of lot f2109603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control sealant sleeve cracked¿ and ¿deployment difficulty premature¿ were not confirmed during the analysis of the returned device. The exact cause of the reported events could not be conclusively determined. The sealant sleeves presented with a kink bent condition. The sealant remained in manufacturing position. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected by the sealant outer sleeve assembly from being exposed prematurely. If the outer sleeve is damaged/shredded during the device insertion into sheath, it could prevent the device from being inserted into the procedural sheath. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously¿ the IFU also instructs to insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath. Neither the phr review nor the product analysis suggests that the reported event is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.